Event description:
Additional information was received from the patient stating that the device programming is what led to their shocking sensations and that to resolve the issue, the settings were turned down.

Manufacturer narrative:
Date of event was reported as 2016 (had device implanted). See manufacturers report # 3004209178-2015-22836 for the patient¿s other device issue.

Event description:
Information received from the patient reported that they had uncomfortable stimulation (felt as shocking) from their implantable neurostimulator (ins) and could not sleep on their stomach. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.